Event description:
It was reported by svc report that when loading and unloading, the unit does not lock in the highest height or in loading height. It is unk if there was pt involvement or if there are adverse consequences to report.